Event description:
Snow case file # (B)(4) - consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not re-use. Lot #: 2320063 catalog #: 320109 date of event: unknown samples: discarded

Manufacturer narrative:
H3 other text : not available

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.